Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion occurred. The customer experienced large ketones and elevated blood glucose (bg) levels ranging from 491-500's mg/dl and one bg level described as critically high. A manual injection was administered and pump deliveries were resumed to address the 491mg/dl bg level. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.